Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4). The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After non-gore stent graft(endurant cuff) was implanted below the renal arteries, trunk ipsilateral leg endoprosthesis was implanted. Angiography showed suspect of a proximal type I endoleak from the non-gore device or/and a type iii endoleak between the non-gore device and trunk ipsilateral leg endoprosthesis. As a treatment, an aortic extender component was additionally implanted in the proximal side, but during the deployment the device moved proximally, resulting in partial coverage of the left renal artery. An additional stent (genesis 5mm-17mm) was placed in the left renal artery to improve the blood flow. A proximal type I endoleak slightly remained, but the patient was decided to be monitored. It was reported that there was a risk of device migration because the distal side of the patient's proximal neck was narrow.